Manufacturer narrative:
An event of the leaflets was stuck was reported. The device was not received for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
An event of the leaflets was stuck was reported. The device was received for investigation and no anomalies were found. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. Information from the field indicated that during procedure, the valve caused a clogging phenomenon (difficulty moving the leaflet) after being implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, the valve caused a clogging phenomenon (difficulty moving the leaflet) after being implanted into the heart and restarting its beating. A new 21mm sjm regent heart valve w/ flex cuff was chosen and completed the procedure. The patient was reported discharged.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, the valve caused a clogging phenomenon after being implanted into the heart and restarting its beating. A new unknown size valve was chosen and completed the procedure.